Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex. As a result, a failed motor assembly was replaced.

Event description:
It was reported a spectrum infusion pump was alarmed system error 105. It was also reported there was no patient injury.